Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Hurt gums [gingival pain]. Pin on the head holding the brush to the handle came out and the brush broke apart in mouth [device breakage]. Brush broke apart in mouth and hurt gums [injury associated with device]. Case description: a (B)(6) year old female consumer reported that after just one week of use, the pin on her oral-b precision clean brushhead holding the brush to her oral-b rechargeable toothbrush, version unknown came out and the brush broke apart in her mouth. She noted that it hurt her gum. The case outcome was unknown.